Event description:
The customer alleges obtaining a bg result of 1, which is outside the system's measurement range of 10 to 600 mg/dl. No report of an adverse event. Controls were not run. Return requested and replacement sent.